Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times. Reportedly, the customer did not perform air removal procedure and filled cartridge with cold insulin. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy..